Event description:
It was reported that high out-of-range pace impedance measurements greater than 3,000 ohms were noted on this right atrial (ra) lead since the device replacement in (B)(6) 2025. Clinic notes indicate ra pace impedance measurements had been out of range since at least (B)(6) 2021. Technical services (ts) explained this system was likely not conditional for magnetic resonance imaging (MRI) due to the observed out-of-range pace impedance measurements, which may be indicative of lead fracture. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that high out-of-range pace impedance measurements greater than 3,000 ohms were noted on this right atrial (ra) lead since the device replacement in january 2025. Clinic notes indicate ra pace impedance measurements had been out of range since at least august 2021. Technical services (ts) explained this system was likely not conditional for magnetic resonance imaging (MRI) due to the observe out-of-range pace impedance measurements, which may be indicative of lead fracture. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that lead fracture was suspected due to the out-of-range pace impedance measurements. It was noted that the patient was in chronic atrial fibrillation (af) with a complete heart block, and as a result, the physician was not concerned about atrial lead function at this time. This cardiac resynchronization therapy pacemaker (crt-p) system had been programmed to vvir for several years, and there were no plans for further programming changes or lead revision at this time. This ra lead remains implanted. No additional adverse patient effects were reported.